Event description:
Reporter indicated a vns pt was having suicidal ideations that were at the pt's pre-vns baseline level. The pt has a pre-vns history of suicidal ideations and a history of noncompliance with medical care. The pt is currently refusing treatment from the reporter or any other provider. The pt did have significant personal stress leading up to the suicidal ideation. No changes to the vns settings were performed when the pt was last seen in the office on (B)(6) 2010. The reporter indicated the pt was also experiencing mania in (B)(6) 2010, possibly due to the vns. Medication was changed as an intervention. Attempts for further info are in progress.